Event description:
It was reported that the device will not reach full charge and has two error codes in memory. There were no reports of pt use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control informed the biomedical technician that the failure either resulted from the a/d converter on the main pcb or the reference voltage feeding it. The customer later indicated that they had decided not to repair the device due to its age and the cost and had scrapped it. The device will not be returned to physio-control for eval. The root cause of the reported failure cannot be determined.